Event description:
New information noted that insertable cardiac monitor (icm) was unable to interrogated using merlin programmer. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that insertable cardiac monitor (icm) was not able to be interrogated. No intervention was reported. Patient condition was unknown.